Event description:
The customer reported that the live x-ray image was intermittently being lost. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor and left monitor supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.